Event description:
It was reported that (1) 511sd was used during a excision of fibrous procedure. It was reported by the rep that the dr was using the morselator for the excision of fibrous. The case took eight hrs. When the trocar was removed the tip of the trocar had chipped off into the pt. The surgeon did not recover the piece. The pt was informed on monday evening and again on tuesday that a foreign particle was left in them that had fallen off during surgery. The dr did discuss a possible cat scan to detect the object but made no definite decision. Open another device to complete the case.